Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and this crt-d remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the lead was tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits at 421 ohms.